Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had a standard surgical lead and wished to switch to an MRI compatible lead, so a revision was performed. It was also reported that the patient experienced discomfort at the pocket site so the surgeon revised the pocket while performing the lead replacement. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.